Manufacturer narrative:
The instructions for use included with the device list "ruptured membranes" as a contraindication for use of the device. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, following the use of a cook cervical ripening balloon w/stylet on a patient with ruptured membranes, the patient's umbilical cord prolapsed. The prolapse was discovered as the vaginal balloon was deflated. An "alpha" caesarean delivery was subsequently required. Additional details regarding the event and patient outcome have been requested.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, following the use of a cook cervical ripening balloon w/stylet on a patient with ruptured membranes, the patient's umbilical cord prolapsed. The prolapse was discovered as the vaginal balloon was deflated. An "alpha" caesarean delivery was subsequently required. Multiple attempts have been made to inquire for additional information from the complainant, but no response has been returned to cook. Investigation ¿ evaluation a document based investigation was performed including a review of the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. The instructions for use (IFU), provides the following information to the user. Contraindications. "Prolapsed umbilical cord". "Ruptured membranes". Warnings: "if spontaneous rupture of membranes occurs while the cook cervical ripening balloon is in place, there is a risk that the uterine balloon could become entangled in the umbilical cord, necessitating emergent cesarean delivery." Based on the available information, it was concluded that the cause of the event was traced to contraindicated use of the device. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.